Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the equistream hemodialysis catheter. During the procedure, it was noted that there was no flow in the catheter as the catheter could not be washed or threaded due to the lack of internal lumen. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.